Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that after selecting a bur during any case it would crash, presenting an internal error on the case information screen. Reviewed system and log files exported from the console. The reported problem was confirmed. Investigation of the system files found that the handpiecesettings.json file was corrupted. After correcting the file, the system was able to function properly. The most likely cause of the reported issue seems to be that the handpiecesettings.json file failed to properly close when data from a new handpiece was being written to it. This resulted in an incomplete data log and prevented the console from reading from or writing to the file. This is related to a known software defect which is currently unresolved. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be monitored through complaint investigation and trended through post-market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, while setting up on the bur selection screen, the appropriate bur was selected and clicked ¿next¿ to move forward. The computer blacked out and booted out of the case back to the case information screen, where an internal error message was prompted. Sales rep attempted to reboot the robot multiple times, changed outlets, deleted the case and made a new case, unplugged all the plug in ports and all, of which were unsuccessful. A new drill was attempted and the same error was occurring. Both drills passed the drill diagnostic test. The surgery was completed, after a significant delay, changing to manual procedure. No injuries were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.